Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short-simulated therapy was successfully performed. Functional testing which included leak testing was performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the (B)(6) 2019 pandemic.

Event description:
It was reported that during priming with a prismaflex st100, a water drip was observed at the level of the post filter luer lock . The luer lock was tighten , however the dripping persisted. There was no patient involvement. No additional information is available.